Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was stuck in the catheter's tip and sticking out of the catheter during removal. The target lesion was located in the severely tortuous and mildly calcified pelvic varicose veins. An 8mm x 40cm interlock¿-35 was selected for use. During an embolization of the varicose veins, the physician cannulated the left gonadal vein and advanced the first interlock¿ coil to be deployed. However, it was noted that the coil had difficulty passing through the 5f catheter. The physician moved the coil back and forth in the attempt to advance the device. It was further noted that the coil was a bit out of the 5f catheter and the physician experienced more resistance. Consequently, the physician decided to remove the coil while it was stuck in the catheter's tip. After checking that the other pelvic veins no longer needed embolization, the physician no longer wanted to manipulate the vessel. The procedure was completed with another device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that rhv, coil, introducer sheath and delivery wire were returned. The coil was found outside the introducer sheath. The twistlock was found open. The introducer sheath was inspected and no issues noted. The delivery wire was inspected and was found kinked near the interlocking arm. The coil was inspected and some blood was found in the fibers. Microscopic inspection revealed that the zap tip shape and surface of the coil and no damage noted. The zap tip shape and surface of the delivery wire and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The interlocking arm of the coil was inspected and no damage noted. Dimensional inspection revealed that the delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
It was reported that the coil was stuck in the catheter's tip and sticking out of the catheter during removal. The target lesion was located in the severely tortuous and mildly calcified pelvic varicose veins. An 8mm x 40cm interlock¿-35 was selected for use. During an embolization of the varicose veins, the physician cannulated the left gonadal vein and advanced the first interlock¿ coil to be deployed. However, it was noted that the coil had difficulty passing through the 5f catheter. The physician moved the coil back and forth in the attempt to advance the device. It was further noted that the coil was a bit out of the 5f catheter and the physician experienced more resistance. Consequently, the physician decided to remove the coil while it was stuck in the catheter's tip. After checking that the other pelvic veins no longer needed embolization, the physician no longer wanted to manipulate the vessel. The procedure was completed with another device. No patient complications were reported and the patient's status was stable.